Event description:
Caller reported that pump malfunctioned due to overheating, which occurred when the pump was placed under a heating pad. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to follow up if the malfunction recurred. Caller acknowledged understanding of the instructions and was advised to continue using the pump.